Event description:
It was reported that an infusor had overinfused during patient use. The total fill volume was infused over the course of 24 hours, rather than the expected 48 hours. The concomitant medical products are currently unknown. There was patient involvement, however there was no adverse event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual examination was performed, however signs of the reported condition were found. A flow rate test was performed and the device was found to be within specification. Therefore the reported condition was not confirmed and a cause could not be determined. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.